Manufacturer narrative:
(B)(4). Two additional reloads that were used with the reported device were returned. The analysis results showed that the first ecr60d cartridge reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. However the cartridge was loaded and removed into a test device without any difficulties during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. The second ecr60d cartridge reload was received with no visual non-conformances and unfired. The returned cartridge reload was tested for functionality by loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The cartridge was loaded and removed without any difficulties during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5ff3v, mfg date: 02/08/2012, exp date: 01/08/2017.

Event description:
It was reported by the affiliate that before an unknown procedure, before pre-firing jaw of the device, it did not work. And the cartridges would not fit into the jaw. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Nicked knife. Additional information was requested and the following was obtained: what is meant by pre-firing jaw of the device, did not work? Did the device deliver any staples or a cut line? Before firing, being without cartridge. No. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? No firing the analysis found that the ec60a device was received in good visual condition and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.